Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. According to clinical, medical investigation, it was communicated that the requested medical documentation was not available for inclusion in the medical investigation. Without the requested clinical information/documentation, further assessment of the reported infection/grossly contaminated wound post tkr could not be provided and the root cause not be fully assessed or concluded. The patient impact beyond the reported poly revision and an expected post-op rehabilitation phase could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch and failure mode. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tkr had been performed on (B)(6) 2021, the patient experienced an acute infection stemming from wound issue. As it was grossly contaminated, a revision surgery was performed to change the lgn ps high flex xlpe sz 3-4 10mm so the knee could have a better clean out. The patient's current health status is unknown.